Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. Iol received in lens case base adhered to tape. Solution/residue is dried on the iol. One half of the optic and one haptic is returned. No scratch observed. Iol cleaned, no scratch observed no root cause identified as the reported complaint was not observed. Only half of the iol returned. No associated products/accessories are provided. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intra-ocular lens (iol) implant procedure, the patient complained of significant glare, and upon examining the condition of the lens, it was observed that the lens had a scratch between the diffraction rings. The iol was exchanged for another lens model 20 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).